Event description:
C-arm and pt table suddenly dropped when they were being raised up by the motorized elevation mechanism. There was an extremely loud noise -thud- which shook the building like an earthquake. Siemens service determined that there was a major mechanical failure, possibly a design defect that could be hazardous to a pt on the table or medical personnel performing a procedure at tableside. They stated that the c-arm support might give way and fall on personnel near the table. The room was closed to further use until siemens medical solutions could determine the reason for the mechanical failure and effect a repair.